Event description:
It was reported the patient's blood glucose rose to 346 mg/dl. The patient noted pain at the insertion site while wearing the pod for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The formed needle, soft cannula and bottom housing were inspected and no abnormalities were found that would contribute to the reported pain during insertion. During the investigation it was noted that the external portion of the soft cannula was damaged. A tear was found from with fluid was observed exiting trough. It could not conclusive me determined when the damaged occurred towards the soft cannula. However it could be concluded that the observed damage did not cause the reported symptom codes. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.